Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. Visual inspection verified the front ports, rear ports, chassis, and labels were free of physical damage. The quartz was powered on and audible beeps were observed indicating a successful boot and communication was established. A catheter was connected, and no valid contact force was observed. Fiso diagnostic identified a degraded signal at slot 1 and 2. Inspection revealed the brown and orange fiber optic cables were non-functional. The cables were temporarily replaced with a known-good cable and functionality was restored; valid contact force was observed and fiso diagnostic verified the signals at slots 1 and 2 were no longer degraded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided and investigation performed, the root cause was isolated to a brown and orange fiber optic cable.

Event description:
During an atrial fibrillation procedure, contact force was not displayed properly when the tactisys and catheter were connected. The tactisys was power cycled, the yellow-green cable and lan cable were changed, and a second catheter was obtained which did not resolve the issue. A third catheter was obtained and the ensite system was power cycled, but the issue persisted. A 4th catheter was used which did not resolve the issue. The tactisys was replaced and the procedure was completed with no adverse consequences to the patient.